Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) switched off after 10 seconds and did not reboot was confirmed during the functional testing. The root cause of the reported complaint was a defective power supply. The thermogard xp ivtm system failed functional testing as the system switched off after a few seconds upon power up. The event log could not be downloaded due to the observed issue. The power supply was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (B)(6) switched off after 10 seconds and did not reboot. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.